Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information has been received that the user has been reimplanted. It is thought that the device shifted from the initial position.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to a migration of the implant housing from its intended position. Device investigation revealed a minor damage to the active electrode cause by excessive mechanical stress. In situ measurements and measurements performed on the explanted device revealed two channels with high impedance. However, the number of channels available for stimulation should be sufficient to provide satisfactory benefit. Other damages found are attributable to the removal surgery. This is a final report.

Event description:
Information has been received that the user has been reimplanted. It is thought that the device shifted from the initial position.